Event description:
It was reported that a cerebral infarction occurred. A pulse field ablation (pa) procedure was performed using a faradrive steerable sheath and farawave catheter. One (1) day post index procedure the patient experienced cerebral infarction. The physician hypothesized air ingress from the faradrive steerable sheath may have caused the adverse event. It was further reported the symptoms of the cerebral infarction resolved and the patient was discharged.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This supplemental report is being submitted with an update to sections: b5 describe event or problem.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cerebral infarction occurred. A pulse field ablation (pa) procedure was performed using a faradrive steerable sheath and farawave catheter. One (1) day post index procedure the patient experienced cerebral infarction. The physician hypothesized air ingress from the faradrive steerable sheath may have caused the adverse event.